Event description:
It was reported that the patient presented to the hospital with diaphragmatic stimulation from the left ventricular (lv) lead. The d evice was reprogrammed from 3mv to 2mv for lv output and the patient experienced intermittent stimulation. The programming was left at 2.0mv and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): (B)(4) implantable cardioverter defibrillator 2013-(B)(6). (B)(4).